Manufacturer narrative:
Carefusion failure analysis lab received the control printed circuit board assembly (pcba) for evaluation. It was installed onto a known good user interface module, and top level unit then powered on. The screen remained blank and all leds were continuously illuminated. The control printed circuit board was not receiving the new software upload. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. Findings/root cause: control pcba issue.

Event description:
Biomed at one of the user facilities contacted carefusion technical support to report a user interface module (uim) that does not power up, and has a blank touchscreen. This issue was identified during performance checks, there was no patient involvement.

Manufacturer narrative:
The user interface module was returned to carefusion for evaluation and repair. Carefusion service department evaluated the device and were able to duplicate the reported event. The reported event was attributed to a faulty control printed circuit board assembly. The control printed circuit board assembly was replaced, and user interface module performance tests were ran to assure that the device was operating according to manufacturer standards, before it was returned to the user facility. The faulty control circuit board was forwarded to the failure analysis lab for analysis. Once evaluated, a follow-up medwatch report will be submitted.